Event description:
It was reported that during an unknown procedure the device fired four times and all four clips criss crossed. The case was completed with a new clip applier without any issues. There was no pt consequence.